Event description:
Philips burton received a customer complaint regarding it's out patient double ceiling medical examination light. The transition tube, which connects the down tube from the ceiling mount to the extension arms of the unit, failed and the light detached. The light impacted the physician's assistant on the hand resulting in a bruise and swelling. The light was manufactured in 1995 and 16 years old and is therefore considered to be beyond it's usable life.